Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the distal right coronary artery with mild tortuosity. Pre-dilatation was performed and the 2.75 x 28 mm zeta stent delivery system (sds) was advanced over the guide wire; however, the devices became stuck. The sds was pulled back, but the distal shaft separated outside the anatomy. The sds, guide wire and delivery catheter were removed together. A new 2.75 x 28 mm zeta sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported difficulty to position and remove over the guide wire could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.